Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. One instance of alert 63 was found in the engineering logs but was resolved by the ilet and was never seen again. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user's new medication increasing their risk of hypoglycemia. Having the device volume set to "off" likely contributed to the severity of the event.

Event description:
On 9/13/2024, an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/12/2024. The user reported being hospitalized after experiencing a hypoglycemic event where their blood glucose dropped to 40 mg/dl, causing them to pass out. While walking to their car, they passed out and were transported to the hospital after a security guard called 911. The user had recently started taking actos, prescribed by their endocrinologist, and began experiencing frequent low bg events since then. The hospital treated the user with orange juice, IV glucose, and limited insulin. Afterward, their bg rose to 400 mg/dl. The hospital staff, unfamiliar with the ilet system, were hesitant to let the user reconnect it without specific insulin settings. Frustrated with the hospital's handling of their diabetes care, the user reconnected the ilet independently, which successfully lowered their bg. The user has since stopped taking actos and is awaiting further evaluation. The user has been released from the hospital and is back using the ilet.